Manufacturer narrative:
The front bezel was returned for failure investigation (fi) and it was identified that previous investigations have shown that the root cause of the nav-ring failure was determined to be liquid ingress due to the variability of the assembly process.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jul2020.

Event description:
The customer reported that while setting up the unit, the nav ring was not working. There was no patient involvement. The manufacturer's field service engineer (fse) confirmed the nav ring was not working. The fse replaced the front bezel and the issue was resolved.